Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that the device software is incorrectly calculating the mean gradient across the aortic valve. When using the ge vivid e9 echo cart, the measured value was 38.16. When using the device software, the measured value was 24.93. This has been verified with other studies. Technical support worked with the site to reproduce the issue. It was found that they were taking the measurement on the workstation and it was calculating correctly. The site was going to find other examples to test on but never called back in. There was no report of patient injury. (B)(4).